Manufacturer narrative:
Product complaint #(B)(6). Additional information: d4, d10, h4 the device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Investigation summary ==> the device was returned for evaluation, since the device is broken no test can be performed.

Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: was surgery delayed due to the reported event? No, was procedure successfully completed? Yes, were fragments generated? Unknown, if yes, were they removed easily without additional intervention? Unknown, patient status/outcome/consequences: unknown, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown.

Event description:
It was reported that a patient underwent a sleeve gastrectomy procedure on an unknown date and a fibrin sealant was used. The device broke apart when spiking the vials. Additional information was requested. No adverse patient consequences were reported.